Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. The customer reported that she an emergency call for the high blood glucose. The customer's blood glucose was 525 mg/dl at the time of the incident. The customer's blood glucose was 152 mg/dl at the time of call. The customer stated that she was given manual injections during the hospitalization. The customer stated that there were no air bubbles and leaks found. The customer declined to troubleshoot for insulin issues and site issues and settings. The customer performed self-test and the insulin pump alarmed no delivery due to empty reservoir. The insulin pump will be returned for analysis.